Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. It was noted that the reported errors were not confirmed or replicated as they were not valid errors. After reviewing the error logs, the universal surgical manipulator (usm) was found to have multiple 1126 errors which pointed to the setup joint (suj) and error 31226 occurring on the usm. Failure analysis noted the correct reason the unit failed was due to error 31226. The usm was tested on an in-house system and failed in normal mode with error 31226 triggered. Further tests were performed on the usm, and all passed except the fiber test on the parallelogram and rolling loop. As a fix to the parallelogram, rolling loop and the pitch chip encoder virtual absolute (cva) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 4 to resolve the issue. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that errors occurred against universal surgical manipulator (usm) 4. The site disabled usm 4 to continue with the procedure. The system logs confirmed that errors occurred against usm 4 axis 2. The intuitive tech support engineer (tse) advised the site that the error would persist until the usm wasrepaired. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.